Event description:
The customer reported having no delivery alarm during a bolus delivery. Troubleshooting was performed. The customer stated that he changed the infusion sets several times. Ran a fixed prime test and not alarms occurred. The customer stated that insulin was leaking from the reservoir and the cannulas were bent in his body. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.